Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon was struggling to implant our poly. Poly entire medial articulation surface was delaminated and posterior portion was missing. Femur, the cobalt chrome finish was scratched due to articulation with the metal of the tibia. Tibia, the posteromedial portion was absent, likely due to dislodgement from the posterior femur. Surgeon decided to do a full two component revision with competitor's device. There were no images captured. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of wear of the tibial insert. The cause of the wear could not be determined but may have been due to third body wear, orientation of the components, patient-related conditions, or any combination of these possibilities. The posterior wear likely led to metal-on-metal contact between the femoral component and tibial tray which resulted in the reported scratches of the femoral component, remolding of the posterior portion of the tibial tray, and metallosis. However, this cannot be confirmed because the devices were not returned for evaluation and images/pre-revision radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Corrected information: a2, b2, d8, g, g2, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.